Event description:
The customer reported to olympus, the 4k camera head had a communication error (e226) while being used in conjunction with a visera elite iii video system center. The issue was found during an unspecified procedure that was then completed using a similar device. There was no report of patient injury or medical intervention associated with this event. This report is being submitted for the camera head involved in the event. The visera elite iii video system center is being reported in the MDR with patient identifier 181580.

Manufacturer narrative:
To date, the device has not been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the optical transmission line on the 4kch side within otv is malfunctioning. Olympus will continue to monitor field performance for this device.